Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing impedance from 900 ohms at implant to greater than 3,000 ohms at the last follow-up. There was also an increase in pacing threshold measurements. It was noted this patient was in a car accident just prior to the implant procedure, and takes part in a vigorous physical therapy program. Technical services (ts) suggested testing the lead with the pacing system analyzer (psa), since it was not long after implant, and to check the header of the associated device to make sure the pin is fully inserted. Please note the associated device is a competitor product. There were no adverse patient effects reported. Subsequently, additional information was received that this patient was recently followed-up. All measurements were normal and stable during lead interrogation, and the setscrew appeared to be tight. There will be no revision at this time.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.